Event description:
It was reported that an unknown sleek balloon catheter failed to deflate.  The patient is reported to be fine.   After the separation of the balloon shaft, the balloon finally deflated via hypotube being open but it did not completely deflate. The second sleek balloon (otw) would not deflate after it was inflated to trap the shaft of the distal piece of the fractured balloon. It is unknown how long the sleek balloon took to deflate but the second balloon needed to be poked with the back end of an interventional wire.  The second balloon did not deflate at all.  The most proximal part of the balloon was in the sheath when inflated in an attempt to remove the fractured balloon.  There were no adverse consequences to the patient.  The target lesion was the superficial femoral artery and the popliteal.  The lesion was heavily calcified and there was vessel tortuosity due to presence and location of calcified lesions.  The greatest are of stenosis was 90%.  There was no difficulty removing the product from the hoop, from the balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally.  The contrast to saline ratio was 30:70.  The same indeflator was not successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel and difficulty crossing the lesion. The catheter was never in an acute bend.  Additional procedural details were requested but are unknown. This event involves a sleek pta catheter but the catalog and lot numbers were not available when this report was submitted.  This event is also related to the details submitted under manufacturing report number 1016427-2017-00252.